Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd maxzero pressure rated extension set had a damaged clamp. The following information was provided by the initial reporter: slide clamp on bd IV extension split when clamped on tubing, new piv start. Had to remove dressing, replace extension and re-dress. Lot#: 25079081.

Event description:
No additional information.

Manufacturer narrative:
Investigation results: due to no sample being received, an investigation could not be performed, and a root cause could not be determined. No product will be returned per customer. No investigation was performed.